Event description:
The pt underwent a right hemicolectomy procedure, anastomized with the car 27 device. Leak at the anastomosis site was detected on day 12th. During re-operation, it was found that the ring was already expelled.